Manufacturer narrative:
The reported event of rising pacing lead impedance could not be confirmed. As received, a complete lead was returned in three pieces. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Additional findings were observed during analysis that are unrelated to the reported event. Analysis found an external insulation abrasion breaching the non-functional cable lumen with the non-functional ethylene tetrafluoroethylene cable coating intact. The cause of the external insulation was consistent with friction to the device can. An external insulation abrasion was also found at the distal tip of the lead breaching the soft tip and exposing the helix header assembly. The cause of this abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that the patient presented to the clinic. It was discovered that the right ventricular lead had a rising pacing lead impedance. The lead was explanted and replaced. There were no patient consequences.